Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that almost 6 months after the dental implant and abutment were placed in ada site 3, the implant had not achieved osseointegration in type I bone clinician reports bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 6 months after the dental implant and abutment were placed in ada site 3, the implant had not achieved osseointegration in type I bone clinician reports bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported complications.